Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "medication was leaking." "The medication had leaked and soaked the entire bag." Device operator was a patient. Medication involved are adriamycin, vp16, and vincristine. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, infutronix received the image of the affected device from the end user. Visual inspection confirmed the silicon-pvc adaptor was broken at the distal end of the cassette. The reported issue was confirmed.